Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact surgical procedure? What two structures were anastomosed at site of leak? Were any difficulties experienced was device during procedure? What color cartridges were used throughout procedure? Does the surgeon routinely wait 15 seconds prior to firing? What is the current patient status?

Event description:
It was reported that there was bleeding in the staple line. In the postoperative period (next day), the patient presented with entero hemorrhage. Patient needed to take 2 bags of blood. It was not necessary to reoperate the patient, who is well at the moment.